Event description:
It was reported that: after the insertion of manta sheath, doctor tried to insert manta device but the bypass tube won't get inside. Hemostatic valve was ruined caused so much bleeding. Additional information on the 23feb2023: during a pci/<h> </>percutaneous ventricular assist device (pvad) procedure, on the (B)(6) 2023, micropuncture was utilized to gain single access in the right common femoral artery. There was no reported calcification or tortuosity and there were no issues advancing or withdrawing procedural sheaths. Measured depth for the manta was 45.5cm. Act was 250 prior to closure and heparin was administered during the procedure. Post closure there was reported bleeding from the site which was resolved with manual pressure. The patient was reported as fine and in a good condition post the procedure.

Manufacturer narrative:
(B)(4). One unit was returned. Blood particulates were noted on the unit. The unit was decontaminated and inspected. 1 sheath, 1 manta,1 dilator and 1 puncture locator were returned. Lever was not engaged/pulled. The components (collagen, lock, and anchor) were observed to be positioned within the carrier tube. The carrier tube was observed to be bent and damaged where the bypass tube is positioned. The valve of the sheath was observed not to be torn. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a pci a 14f ce manta was deployed for closure in the right common femoral artery. Access was gained utilizing micropuncture. The arteriotomy had a measured depth of 4.5cm, no calcification or tortuosity present. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure activated clotting time (act) was above 250, and heparin was administered. Following insertion of the manta sheath to the measured deployment depth, while attempting to insert the bypass tube through the hemostatic valve, the physician was not able to push the bypass tube through the hemostatic valve within the manta sheath hub. The physician applied more force and still was unable to advance the bypass tube through the hemostatic valve. The hemostatic valve was ruined, and copious bleeding was present before and after attempting to advance the bypass tube. Manual pressure was applied, the manta device and sheath were removed, and a second manta sheath and device were loaded and deployed without issue. No harm or consequence was experienced to the patient, and patient outcome post procedure was good. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: after the insertion of manta sheath, doctor tried to insert manta device but the bypass tube won't get inside. Hemostatic valve was ruined caused so much bleeding. Additional information on the (B)(6) 2023: during a pci/<h> </>percutaneous ventricular assist device (pvad) procedure, on the (B)(6) 2023, micropuncture was utilized to gain single access in the right common femoral artery. There was no reported calcification or tortuosity and there were no issues advancing or withdrawing procedural sheaths. Measured depth for the manta was 45.5cm. Act was 250 prior to closure and heparin was administered during the procedure. Post closure there was reported bleeding from the site which was resolved with manual pressure. The patient was reported as fine and in a good condition post the procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.